Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient was not getting adequate therapy due to lead migration. As a result, the lead was repositioned on (B)(6) 2021. The patient has effective therapy post operatively.